Event description:
Anesthesiologist attempted to insert PICC line in pt's left arm. Upon completion, the hub and catheter separated and the catheter traveled into the vein. Interventional radiologist was called and was able to retrieve it under fluoro. Pt suffered no long lasting adverse effect.